Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was removed due to stenosis and structural dysfunction relating to calcification. It was reported that the pt had experienced dyspnea due to stenosis/high gradients. Peak gradient 66 mmhg, mean 40 mmhg. The valve was replace with mechanical valve, with no reported adverse pt effects.

Manufacturer narrative:
Eval results: device history review found the prod met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: tan to brown thrombotic appearing host material fills and stiffens the right cusp on the outflow. The non-coronary and left cusps are slightly flexible except where tan thrombotic appearing host material is present adjacent to the outflow margin of attachment and host material on the inflow along the margin of attachment. Large tears and abrasions in the left cusp appear to have occurred during retrieval. Thick glistening off white pannus extends over the base stitching onto all margins of the attachment on the inflow, into all inferior coaptive areas. Pannus extends 1 to approx 3 mm onto all cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the prod met spec when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to thrombus, which is a condition attributed to the pt. Analysis identified no evidence of mineralization in the valve tissue.